Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient presented to hospital with complaints of shortness of breath and abdominal swelling during the previous couple of days that started to impact his ability to get around the house. It was unknown if he had any significant weight gain. The patient was found to have evidence of venous congestion with possible bilateral atelectasis. The patient received a dose of intravenous vancomycin and zosyn for suspicion of bilateral pneumonia. Blood cultures, urine analysis and urine cultures were sent. He was temporarily placed on bilevel positive airway pressure (bipap) with a fi02 of 30% with minimal pressure settings and was able to come off this without any further intervention. In the emergency room the patient was given intravenous lasix 40 mg after getting off bipap and was admitted with a diagnosis of community-acquired pneumonia and possible fluid overload. The patient was clinically stable but transferred to the intensive care unit (ICU) for elevated lactate and acute decompensated heart failure. The patient continued on vancomycin and zosyn from (B)(6) 2021 and cefepine on (B)(6) 2021. The patient was on ceftriaxone and doxycycline on (B)(6) 2021. The patient was medically optimized and transferred to floor on inotropes. The patients course for further complicated by a code blue being called on (B)(6) 2021. The patient then had a fall on (B)(6) 2021 and head computed tomography (CT) scan was unremarkable. Anterior/posterior CT showed right rectus muscle hematoma and moderate ascites. He was again transferred to ICU with elevated pulmonary artery pressures and hypercarbic respiratory failure requiring bipap. He was also started on intravenous methylprednisolone. The patient required inotropes and diuresis for decompensated heart failure. Dobutamine and milrinone drips were used. Swan ganz catheter showed severe pulmonary hypertension and right ventricular failure. The patient was hypotensive with mean arterial pressure in 40s to 60s on (B)(6) 2021. This worsened on (B)(6) 2021 to 20s and lvas flows less than 1 liter. The patient expired on (B)(6) 2021 at 8:03 due to cardiogenic shock due to decompensated heart failure due to non-ischemic cardiomyopathy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was on 4 liters of nasal cannula oxygen and maintained saturation. The patient had significant dyspnea associated with minimal ambulation. Productive cough also noted. The patient was started on high-dose steroids (prednisone 40 milligrams daily for 5 days) to see response of fluid retention per recommendation. A head computed tomography (CT) scan on (B)(6) 2021 was unremarkable. The patient was placed on palliative care on (B)(6) 2021 and was also placed on do not intubate (dni) and do not resuscitate (dnr) orders. The patient remained on dual inotropes for acute heart failure. On (B)(6) 2021 the patient was sleepy and not talkative in the morning. The patient attempted suicide by double disconnecting the left ventricular assist device (lvad). Hydroxyzine and a one-on-one sitter was recommended due to the suicidal attempt. The patient had worsening vasodilatory shock with a combination of cardiogenic shock, severe pulmonary hypertension, acute on chronic hypoxic and hypercarbic respiratory failure, and worsening multisystem organ failure. Worsening encephalopathy and hyponatremia was also noted. The patient was increasingly lethargic and remained on continuous fentanyl for comfort. The patient became increasingly hypotensive with mean arterial pressures (maps) in the 40-60 range. The patient continued on milrinone but no pressors. The lvad was stable with no low flow events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of community-acquired pneumonia could not be conclusively determined through this evaluation; however, the infection was not considered to be device-related. Low pump flow could not be confirmed as no log files were submitted; however, the low pump flow reportedly resolved as the patient continued on heart failure medication. The report of a driveline disconnect resulting in a system stop also could not be confirmed; however, it was reported that the patient disconnected the driveline in a suicide attempt. A direct correlation between the heartmate 3 left ventricular assist system (lvas) and the patient's outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was reportedly discarded by the account. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection, bleeding, other neurological events (not stroke-related), psychiatric episode, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists infection and neurologic dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Additionally, section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the low flow hazard and driveline disconnected hazard alarm, and the proper actions associated with them. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.